Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? What is the name of the surgical procedure? Can you identify the lot number of the product that was used?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the topical skin adhesive was used. During the procedure, when the scrub went to crack the topical skin adhesive device, they were concerned that the glass was coming through. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Dnk. Was the ampoule crushed repeatedly? Dnk. Did the glass penetrate the user's skin? No. What was done to treat the shard penetration? N/a. Was medical or surgical intervention required? N/a. What is the status of the surgeon injury today? N/a. Was the product sterilized or subjected to any other processes before application? N/a. What direction was the applicator tip pointed? Down. Where on the bulb did the doctor squeeze? Middle. How much pressure was applied to the bulb? Dnk. What is the name of the surgical procedure? Dnk. Can you identify the lot number of the product that was used? No.